Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that during a removal case, the patient needed a scaphoid screw removed and the driver tip broke trying to remove the screw. The procedure was completed after a 30 min delay.